Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the reported event. The upper case and one bail cover were broken, and the battery release, ring cover, battery drawer, and battery o-ring were contaminated. One bail cover and one bail were missing, one bail was bent, the battery contacts were compressed, and the lcd was missing segments.

Event description:
It was reported the ventricle side does not work. Additional information received during follow-up found that when the device was tested by the biomed, it had "no function" and no output. Information was later received stating there were no patient incident reports involving the device.

Event description:
It was reported the ventricle side does not work. Additional information received during follow-up found that when the device was tested by the biomed, it had "no function" and no output. No information was available to determine if there was patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.